Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and stated an operator was exposed to waste fluid. The operator was not wearing appropriate personal protective equipment (lab coat) during the event. The customer stated the waste tubing was reconnected and the instrument was operational. The cause of the exposure to the waste fluid was use error. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension vista 500 instrument was exposed to the waste fluid. The waste fluid tubing was found disconnected and the fluid leaked onto the operator's forearms. The operator was wearing personal protective equipment (ppe) gloves but the arms were exposed. The tubing was reconnected. The operator cleaned the affected area with soap and water and followed the laboratory's procedure for exposure. There were no reported injuries or delays in testing. There were no reports of patient intervention or adverse health consequences due to the operator's exposure to the waste fluid.